Event description:
The customer reported that when the nurse turned off the unit, she received a shock to her right index finger and thigh which was in contact with a stretcher. The nurse required cardiac observation for atrial fibrillation following the incident. The pt was treated with medication. When the pt was examined by her private physician, medication was discontinued. No further complications were reported.